Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the light was flickering", was reproduced, and that it was an event caused by wear of the scope detection switch. The phenomenon, ¿the light went to standby mode", was not replicated and did not identify the causal factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "the light was flickering" was confirmed and the cause isolated to a worn slide detection mechanism on the scope socket, causing the high intensity mode to turn on/off, resulting in high/low brightness. The reported problem of the device going to "standby mode" was not reproduced during the evaluation and could not be confirmed. Additional evaluation findings are as follows: the heat sink was noted to not be the correct part for the returned device; a non-olympus lamp was found installed in the unit; light output was measured below the recommended level. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light was flickering and then went to "standby mode" during a procedure. The procedure was delayed by more than 15 minutes. The intended procedure, a laparoscopy, was completed using another similar device. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.